Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet experienced hypoglycemia with a blood glucose of 57 mg/dl and asked whether the ilet suspends insulin during low glucose; they had manually paused insulin, were advised to avoid manual pauses so the system can adjust, and were counseled that the ilet automatically suspends delivery during lows and will adapt over time. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate, with glucose increasing to 64 mg/dl and a plan for additional 10¿15 grams of carbohydrate if needed. Investigation included troubleshooting and user education regarding automated suspension and system learning. Investigation of this case revealed no device malfunction and that the event was consistent with early adaptation while the system learns individual insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.